Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an infusion set was deployed incorrectly due to the needle guard not being removed from the cannula, which led to a bent cannula, poor site adhesion, and interrupted insulin delivery, resulting in hyperglycemia with blood glucose reported over 400 for approximately three hours; the user self-administered 2 units of subcutaneous insulin by pen and then resumed insulin delivery after receiving troubleshooting and education. Symptoms included no adverse clinical effects reported. Outcomes included no medical intervention, no ketone testing, and no assistance required. Investigation included customer interview and device use troubleshooting. Investigation of this case revealed user technique error related to infusion set insertion and connector handling. It was concluded that user error contributed to hyperglycemia, and the device functioned as designed once the needle guard was removed and the set was inserted correctly.